Event description:
When the extension tubing was attached to the IV tubing, fluid was unable to pass through the extension tubing. It appeared that the opening in the extension tubing for the IV was occluded. This device is the extension tubing with catalog #385101, lot #5300774.